Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was experiencing high blood glucose of 5.3mmol/l during the night. Troubleshooting was performed. Ran a fixed prime test and passed. Advised that the customer should talk to the doctor about possible basal, tubing, and site issues. It was stated that the insulin pump was not delivering. A tubing clamp was not able at time of call to perform the high pressure test. No further info was provided.